Manufacturer narrative:
Ftr#(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Engineering's visual inspection of the adapter noted three (3) cracked solder joints and a bowed switch. Functional evaluation of the adapter did not replicate the reported conditions of uncontrolled articulation; reload not recognized or unanticipated calibration. Should new information become available, and reassessed at that time.

Manufacturer narrative:
(B)(4). Only the adapter was received.

Manufacturer narrative:
(B)(4). (B)(6). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; during a sleeve gastrectomy, the device initially recognized that the reload was attached, it goes green like everything is connected and ready to fire, but then loses connection, and automatically cycles the instrument when inside the patient. When going through cycle, the reload articulates to one side without being touched. There was no patient injury or hazard. There was no unanticipated tissue loss. There was no unanticipated extension for incision by more than one inch. There was no unanticipated blood loss of more than 500cc's. There was no delay in surgical time of more than 30 minutes. No device fragment fell into the patient cavity. No device fragment was left in the patient cavity. No reinforcement material used.